Event description:
An international customer ((B)(6)) reported that a pedicle probe had broken. No patient involved.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. A review of the device history records indicated the instrument was properly manufactured and released to design specifications. Visual inspection found that the distal tip of the titanium nitride coated area had fractured and separated from the device. The bone probe is designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to deform the tip in this manner.